Event description:
Patient experienced post-op dysphasia, worsened right-sided coordination due to increased edema. Patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, and received interventions of steroids and speech therapy.